Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6) attempts were performed to obtain additional information, but no response was received. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Corp. (Omsc) received a literature titled: "endoscopic retrograde cholangiopancreatography using a pediatric colonoscope in patients with roux-en-y gastrectomy and an intact major duodenal papilla." Literature summary this study evaluated the efficacy of using a pediatric colonoscope in patients with roux-en-y gastrectomy and an intact major duodenal papilla. A total of 93 patients (32 female patients and 61 male patients) with roux-en-y gastrectomy underwent ercp using a pediatric colonoscope. The success rates of endoscope insertion, endoscopic cannulation, therapeutic ercp and clinical intervention were 88.17% (82/93), 85.37% (70/82), 95.71% (67/70) and 72.04% (67/93), respectively. The endoscope insertion time was 40.78±10.04 min, while the ercp procedure time was 88.55±16.38 min. Materials and methods: patients. Consecutive patients with roux-en-y gastrectomy and an intact major duodenal papilla who underwent ercp using a pediatric colonoscope at the medical center for digestive diseases, the second affiliated hospital of nanjing medical university (nanjing, china) between january 2018 and december 2022 were retrospectively reviewed. Patients with coagulation disorders, severe cardiopulmonary insufficiency and age <18 or >86 years were excluded. Data were extracted from the medical records and endoscopy database. These data included patient demographics, postsurgical anatomy, indications for ercp, endoscopic findings and therapies, exploration time, and procedural complications. Methods. All procedures were performed under conscious sedation with dexmedetomidine and fentanyl or under general anesthesia, according to the judgment of the anesthesiologist, and vital signs were continuously monitored. The patients were placed in the supine or left lateral position, and co2 insufflation was used in all cases. Ercp was performed with a pediatric colonoscope (pcf-q260ji; olympus corporation). A transparent cap (d-201-11802; olympus corporation) was attached to the tip of the pediatric colonoscope for enhanced visualization of endoscope insertion and to facilitate bile duct cannulation. Results: the present results demonstrated that the success rates of endoscope insertion, endoscopic cannulation, therapeutic ercp and clinical intervention were 88.17% (82/93), 85.37% (70/82), 95.71% (67/70) and 72.04% (67/93), respectively. The endoscope insertion time was 40.78±10.04 min, while the ercp procedure time was 88.55±16.38 min. Among the 93 patients, minor reverse est was performed in 67 patients in total, and no bleeding or perforation was detected. Only 5 patients exhibited mild-to-moderate post-ercp pancreatitis, while 2 patients exhibited cholangitis. All patients were managed with conventional therapy (including anti-infection and nutrition support). The complication rate was 7.53% type of adverse events/number of patients the following events have been reported in the literature. Event1: pancreatitis (5 cases) event2: cholangitis (2 cases).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (h6). The device history record was unable to be reviewed for this device, since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.